Event description:
There was an allegation of questionable total protein gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 3.2 g/dl, and the repeated result was 6.8 g/dl. The repeated result was believed to be correct. The sample was repeated because the physician questioned the initial result.

Manufacturer narrative:
The reagent lot number is 91805401 with an expiration date of 31-jan-2027. The calibration and qc were acceptable. The field service representative found no cause for the issue. He performed successful checks and tests, adjusted the rinse levels, cleaned the probes, and checked alignments. The investigation could not determine a specific cause of the event. Although no cause was identified, the issue appears to be resolved. The investigation did not identify a product problem.